Event description:
The patient felt sharp pain at the implanted neurostimulator, the lead-extension connection, and lead locations. The neurostimulator was implanted in the patient's chest, above her heart. The patient was seen in clinic. X-rays were taken (results not reported). The hcp attributed the new pain to the extension. Device registration shows that extensions were added to the system. The patient's outcome was reported as a 'non-serious injury.'

Manufacturer narrative:
(B) (4).